Manufacturer narrative:
(B)(4).

Event description:
The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of a transmitter failed error. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and the test failed. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The probable cause is low transmitter battery voltage. No injury or medical intervention was reported.